Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a button error alarm on their insulin pump. The customer's blood glucose was 5 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.